Event description:
The pt is an (B)(6) female with a past medical history including peptic ulcer disease, urinary frequency and incontinence, osteoporosis, depression, status post fractured neck and cervical vertebrae treated with a collar for three months, tah/bso for cervical cancer, status post orif left ankle in 1997 and status post bilateral total knee replacement in 1999. On (B)(6) 2012, she had a total hip replacement with computer-assisted imageless surgical navigation performed using a direct anterior approach on the arch operating room table. During the procedure her leg was extended 120 degrees. The surgical procedure was complicated by an intraoperative spiral fracture of her distal left tibia and fibula. This required an add¿l procedure of open reduction and internal fixation, performed on (B)(6) 2012. After the surgical repair of the distal left spiral fractures, the pt¿s post-operative course has been unremarkable and she has made good progress. The pt was discharged to an acute inpatient rehabilitation facility on (B)(6) 2012. Her rehabilitation includes physical therapy with touchdown weight bearing on her left leg, with assisted range of motion of the hip and active-assisted range of motion of the ankle.